Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to non-union and a broken screw. A portion of the broken screw remained in the cuneiform. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to non-union and a broken screw. A portion of the broken screw remained in the cuneiform. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken hardware was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. The company will supplement the MDR as necessary and appropriate. "